Event description:
It was reported that during a procedure using a multifix s peek 5.5mm implant, part of the device broke off inside the surigical site. Using x-ray guidance, the broken piece was located and retrieved. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional evaluation of the product could not be performed because the device was not returned for investigation. Based on the image provided by the customer, the implant did not detach due to the plug coming out thru the anchor window. An exact root cause for the failure is uncertain as the device was not available for investigation. However, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes:incorrect implant alignment during deployment; bending, probing or twisting the inserter handle during and after insertion can cause damage to the implant or lead to incomplete implant deployment. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.